Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced cardiac chest pain. The index procedure treated the 3.5x15mm, 80% stenosis of the mid lad (left anterior descending). Treatment consisted of predilation, placement of a 3.5x20mm taxus express2 stent, and post dilation resulting in 0% residual stenosis. A non-target lesion in the mid rca (right coronary artery) was treated with balloon angioplasty. The patient was discharged one day post procedure on asa and plavix. It was reported in 2008 that the patient had been experiencing cardiac chest pain since eight months prior. No action was taken and the event was resolved without residual effects. The investigator assessed the event as possibly related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.